Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked. H11: an advanix pancreatic stent was received for analysis. The delivery system was not returned. Visual examination revealed that the stent was kinked and torn. No other damage was noted on the stent. Product analysis confirmed the reported event of stent kinked. The investigation concluded that this damage was most likely caused by the manipulation of the device when the stent was tried to be deployed from the delivery system. The reported event of device guidewire stuck could not be confirmed because the delivery system was not returned. Taking all available information into consideration, the overall root cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that two advanix pancreatic stents were to be implanted to treat an unknown indication in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp). During the procedure, both stents were unable to be advanced over the guidewire. Both stents got stuck and bent slightly at the tips. A third advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that two advanix pancreatic stents were to be implanted to treat an unknown indication in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp). During the procedure, both stents were unable to be advanced over the guidewire. Both stents got stuck and bent slightly at the tips. A third advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.